Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2026. On (B)(6)2026, in the late afternoon at approximately 5:00 pm, the patient was lying in bed when he suddenly became delirious and lost consciousness. His wife contacted emergency medical services (ems/fire department). Upon arrival, paramedics obtained a fingerstick blood glucose (fsbg) measurement of 33 mg/dl, while the cgm displayed a value of 53 mg/dl. The patient did not specify whether a low glucose alert had occurred prior to the event. Ems administered an oral liquid medication from a tube (specific product unknown) and provided the patient with a sandwich. Once the patient¿s blood glucose increased to 140 mg/dl, ems departed the scene. After ems left, the patient reported continued cgm inaccuracy, noting that the cgm displayed a reading of 76 mg/dl while an fsbg measured 125 mg/dl. At the time of reporting, the patient stated that he was doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values taken when the ems arrived fall within the a zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code problem code: e0207 delirium/ code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.